Event description:
It was reported that the clinic had concerns that the patient's device was not firing. Follow up with the patient's clinic indicated the problem had been addressed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.